Event description:
One lead showed >10k on all contacts and >20k on 3 contacts. A revision was planned. No additional info was available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.